Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/06/2025, a sales representative reported via (B)(4) that a needle snapped off inside the shaft of an ar-12990 knee scorpion. This occurred during a meniscal root repair. The needle is stuck inside the shaft of the knee scorpion.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged unk part number batch unk was received for evaluation. Visual inspection found that the needle tip was broken off. The handle of the needle was also bent and showed damage, like gouges. The reported failure was caused by user error specifically, the application of excessive force to pass the needle through batch ar-12990 (lot 15293101), where some resistance may have been encountered.